Manufacturer narrative:
The insulin pump was received with no motor error alarms noted. However, the motor was found leaking oil. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed motor error when attempting a bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 600 mg/dl and has treated with a partial bolus. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.